Event description:
Customer reported being hospitalized for hbg/dka. The cause of hospitalization (as per md) was an infection. Troubleshooting was performed with pump disconnected from customer and appeared to be operating normally.